Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was post-operative. The device recorded episodes of noise and oversensing on the right atrial (ra) and right ventricular (rv) channels during the patient's procedure. A review of the episodes noted that all the episodes were within one hour; it was difficult to determine if there was intrinsic patient activity; and that it was possible that there were episodes of greater than two seconds of pacing inhibition. No issues were alleged. No adverse patient effects were reported. The device remains in service.